Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized for high blood glucose levels. The reporter stated that the patient was treated with insulin injections. The reporter stated that the blood glucose levels did not respond with bolus doses as calculated by the pump. The reporter alleged that the pump was not bolusing correctly stating that the boluses were not causing the blood glucose levels to decrease but the blood glucose levels were decreasing when given an injection using the pump calculated bolus. The pump alarm history was reviewed and found no alarms for the past several days. The total daily dose history was reviewed and found that all of the basal and bolus numbers added up correctly. The reporter confirmed that the pump settings were programmed correctly. This report is made based on the allegation that the patient was hospitalized for elevated blood glucose levels associated with the allegation that the pump bolus feature may not have been delivering properly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.